Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/ 510k: /k011028/k013227.

Event description:
Doctor reported flared collar and was removed. No other implant has been placed for the moment. #46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned implant identified signs of use. There was damage from the removal process. Damage seen on the external threads and collar. The implants drive feature was damaged. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was damaged. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #46 (fdi) for approximately 2 years. DHR review for the lot number (1240410) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240410) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.